Event description:
The manufacturer received a report that a trilogy 100 ventilator was returned for recertification. No patient injury or serious harm was reported. Upon receipt, the device did not meet the acceptance criteria of the recertification evaluation process. The rubber feet were missing and/or displaced, the cord retainer was missing and/or broken, the handle was cracked, and foam debris was unable to be cleaned from the inlet air path cavity. The device was returned to the manufacturer's service center for evaluation. During the evaluation, the blower assembly, overhead blower filter, and inlet filter were replaced. The outer enclosure was cleaned. The rubber feet, cable clamp, and handle were replaced. The foam debris was cleaned from the cavity. Following completion of the service activities, the device passed all functional testing. The manufacturer is submitting this report due to the presence of sound abatement foam debris, which is associated with the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.

Manufacturer narrative:
The affected products with field complaints alleging pe-pur foam degradation have undergone the establishment of complaint codes specifically identifying foam degradation, for the trilogy series. A field correction action(2021-05-a) was initiated, and medical device recall letters were issued. A field action was initiated to replace pe-pur foam in affected products; degradation was added to the respective dfmeas and the risk management file¿ ER 2200179 v42(trilogy risk matrix) was updated to include hazards associated with foam degradation based on complaints analyzed through various health hazard evaluations (hhes). Risk tags ¿ allergy01, toxic01 reflect the safety risk assessment of design containing the affected pe-pur foam. These complaints were monitored and trended in accordance with the complaint trending procedures. If the complaints were determined to meet the criteria for escalation, they were escalated for risk assessment through the post market clinical escalation process. As of the date of submission for this report, there is no indication that complaints for the failure in question have led to unacceptable levels of severity or probabilities of harm, and therefore no further action will be pursued. The device mentioned in this complaint has exceeded its useful life per the applicable IFU. Therefore, the DHR for this device will not be reviewed at this time.